Manufacturer narrative:
(B)(4). The customer's report of an over infusion condition was replicated during the investigation of the incident. A review of the pc unit event log found that the maintenance ivf infusion was programmed as reported with the flow rate programmed at 125 ml/hr. According to the log, the infusion lasted a little over 4 1/2 hrs and should have delivered approximately 563 mls in that time period. The infusion was terminated by the user after they encountered several air-in-line alarms. A visual inspection of the pump module found that the membrane frame assembly had been damaged (cracked/separated) at the upper hinge area where the platen post is secured. As a result of the breakage, the platen was unable to maintain a stationary surface and was allowed to deviate away from its normal orientation allowing for periods of unregulated flow during the portion of the pumping cycle when the upper occluder finger controls the flow. Testing on the pump module was able to replicate the customer's report of an over infusion/unregulated flow condition. The cause of the unregulated flow was confirmed to be the result of the cracked/separated membrane frame hinge.

Event description:
Customer reported that fluid infused at a faster rate than programmed due to broken equipment. Normal saline infused in 3 hrs instead of 8 hrs. Intended programming was 125 mls/hr for 8 hrs with a medication concentration of d5 1/2 20k. There were no adverse effects on that pt. There was no medical intervention required. Although requested, no additional pt event info was provided.